Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An operating room supervisor reported that during a procedure, the suction failed during the I/a (irrigation and aspiration) phase of the procedure. The scrub technician attempted to "re tune" the handpiece, but the I/a failed to suction again. The reporter informed a company rep that the cataract was "rock star" and she felt that there could have been an occlusion present within the device or tubing. No occlusion bell sounded. The suction was low and then stopped completely. The cassette was replaced and the procedure was completed without harm to the pt. A product sample was requested for eval.